Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the back of the dissection tip on the vasoview hemopro endoscopic vessel harvesting system cracked outside the patient's leg. One piece broke off the proximal end, outside the leg, after they were finished. They completed the case using the reported device. The lot number is unknown, as the product was discarded.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review could not be completed for the product, as the correct lot number could not be obtained. (B)(4).